Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: visual inspection: the 13.0mm cannulated drill bit 300mm (p/n: 351.27, lot number: u351784) was received at us cq. Visual inspection of the complaint device showed no damage or defects with the complaint device. However, an unknown device was stuck inside the drill bit and was unable to be removed. This unknown device is possibly a guide wire. Functional test: a functional assessment was performed on the complaint device and the unknown device. The devices were unable to be separated. The condition was able to be replicated. Dimensional inspection: a dimensional inspection was not performed due to the unknown device blocking the relevant dimensions. Document/specification review: no design issues or discrepancies were identified. Investigation conclusion: this complaint is not confirmed as the complaint device is not broken. However, there is an unknown device that cannot be removed from the complaint device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This complaint is not confirmed as the complaint device is not broken. However, there is an unknown device that cannot be removed from the complaint device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : product code #: 351.27 . Synthes lot #: u351784. Supplier lot #: u351784. Released to warehouse: 05mar2020. Supplier: orchid unique. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional product code: (B)(4). Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set at fsl ups lyndhurst, nj site, it was observed that the 13.0mm cannulated drill bit 300mm was broken. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is for (1) 13.0mm cannulated drill bit 300mm this is report 1 of 1 for complaint (B)(4).